Manufacturer narrative:
Awaiting product return to conduct quality investgation.

Event description:
Consumer called to report having accuracy problems with his plink meter. Analysis run on clark error grid using mean average readings (323) vs bd readings of (543, 309, 118) yielded data point in the c/d zone of the grid, outside of acceptable limits.